Manufacturer narrative:
The reported event of ipg turning on/off by itself randomly was not confirmed. The returned ipg passed all functional testing (bench and autotest), except channel# 8 due to broken feed through wire. The broken wire is consistent with damage sustained during the explant procedure and is not related to the reported event. The stimulation was turned on and observed for two hours and was verified that it never turned off on its own. No root cause was identified for the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is in reference to a to a (B)(6) patient. It was reported the patient's ipg was explanted due to it turning on and off randomly. The are no plans to implant a replacement ipg.